Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e226 error was reproduced when connected to ltf-s190-5. Components (circuit boards, video connector socket, and power supply) of the otv-s300 were replaced. And the reported, phenomenon e226 error was cleared, after the power supply unit was replaced. As a result, it is likely, the failure of the power supply unit. However, a specific root cause of the power supply unit failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found no abnormalities, and the reported error code e226 could not be reproduced or confirmed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that during pre-use inspection of the (otv-s300) visera elite ii video system center, when a videoscope (ltf-s190-10) was connected to the subject device, scope communication error e226 occurred. A different videoscope (ltf-s190-10) was then connected to the device, and the e226 error occurred again. The user stated it was speculated that the otv-s300 was the cause, so another similar device was used for the therapeutic laparoscopic procedure. The procedure was completed with no hazard to the patient.